Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2020-09-23 h6: investigation summary bd received 3 photos for investigation. The photos were reviewed. All photos showed unused pst tubes. Photo 1 showed the back side of the tubes. Photo 2 showed the front side of the tubes showing batch verification. The 3rd photo showed a close-up of the tube showing the anticoagulant on the tube wall. Samples were returned for testing however certain assays are excluded from our protocols, therefore we are unable to perform internal testing at this time. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that the positive rate for syphilis increased with a bd vacutainer® pst¿ gel and lithium "heparin" (lh) 83 units blood collection tubes. Retests performed were negative. This occurred on 2 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the customer (hospital) is outsourcing laboratory tests to a company (falco), which performs rpr test for syphilis using pst tubes. The positive rate ranged between 0.2-0.3% but has recently increased to about 80%. Patients who had been tested positive for rpr test using pst tubes before hospital admission were tested negative using another test during hospitalization. Additionally, on 2020-08-18 the bd sales consultant provided the following additional information: can you provide the testing protocol that falco uses? What test method is used? Rpr. Is there a pdf available or instruction for use? Our sales is asking them for our customer. Did they file a complaint with falco as well? Yes. Please verify the specimen type needed for the falco test. What are their sample requirements? Plasma: used for testing in pst blood collection tubes. Serum: negative when tested by another test using serum from 5 patients hospitalized for another disease. Has this increase in positivity rate only been seen with these 2 lot #¿s? Yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the positive rate for syphilis increased with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. Retests performed were negative. This occurred on 2 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer (hospital) is outsourcing laboratory tests to a company (falco), which performs rpr test for syphilis using pst tubes. The positive rate ranged between 0.2-0.3% but has recently increased to about 80%. Patients who had been tested positive for rpr test using pst tubes before hospital admission were tested negative using another test during hospitalization. Additionally, on 2020-08-18 the bd sales consultant provided the following additional information: can you provide the testing protocol that falco uses? What test method is used rpr is there a pdf available or instruction for use? Our sales is asking them for our customer. Did they file a complaint with falco as well? Yes. Please verify the specimen type needed for the falco test what are their sample requirements? Plasma: used for testing in pst blood collection tubes. Serum: negative when tested by another test using serum from 5 patients hospitalized for another disease. Has this increase in positivity rate only been seen with these 2 lot #¿s? Yes.